Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that due to the patient¿s anatomical structure was abnormal, the lead could not be placed in place, the threshold was too high, within the abnormal range, and the standard for leaving the operating table could not be met. Vasopressors were administered intravenously during the surgery, and the rescue team provided backup intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the placement of the lead intra-operatively, the left bundle branch block could not be corrected. It was also reported that the patient's blood pressure dropped subsequently. Emergency treatment was performed and hospitalization was required. The lead was attempted/not used and the implant procedure was suspended. No further patient complications have been reported as a result of this event.